Event description:
It was reported that during the resection of esophageal, did not observe any abnormal situation in the operation and staple line was good. The surgeon also provided that he waited 15s and made sure p to p. But the second days after surgery, the patient had abdominal pain, then the surgeon did 2nd surgery, noted that anastomotic site was leakage. The surgeon used suture to over-sew. The patient is still under observation in ICU.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Additional information was requested, and the following was received: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? After the surgeon waited the 15 seconds after closing, did he retighten the device prior to firing? Was the device difficult to close? Was the device difficult to fire? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current status of the patient? Response: according to feedback of the sales, it is unknown. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.